Event description:
It was reported that during a preoperative preparation, some foreign material was discovered when a 320cc mentor memorygel boost breast implant prosthesis packaging was opened. There was no patient involvement and no other issues were reported.

Manufacturer narrative:
A photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, there appears to be hair between the layers of the thermoform. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that the outer thermoform was received opened, and a foreign matter (apparently a hair) was found on the tyvek lid of the inner thermoform, measuring approximately 10.16 cm (4.0 in). Additionally, no other foreign matters were noticed in the seal area of the product. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that foreign material is primarily composed of a biological-based material. Presumably a human hair according to its morphology and biological composition. The identification and characterization of the foreign material observed was compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Based on the manufacturing investigation, with consideration of the process controls, the evaluation performed, and the data records reviewed, the foreign matter (hair) reported on the product complaint is confirmed as a manufacturing defect. Further assessment is being performed through a pie. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: foreign matter. Manufacturer¿s reference number: (B)(4).